Event description:
It was reported by the patient that ¿one of the leads was shocking the diaphragm¿. This was noted by the patient three to four days after the routine change out of their device. The patient stated the lead was deactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4092 implantable pacing lead (B)(6) 2005 c2tr01 implantable pulse generator (B)(6) 2013. (B)(4).